Event description:
Reporter alleged blood glucose results of 24 mg/dl and 81 mg/dl obtained on the aviva system within 6 minutes. Reporter stated customer had no symptoms. No treatment/action based on results was reported. A request was made for the return of the suspect device and replacement product was sent.